Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer experienced being lightheaded, nauseous and treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Customer was advised to change out their infusion set and reservoir. Customer declined to return the infusion set and reservoir for analysis. Customer advised they were unable to troubleshoot at the time of the call and vomited. Customer was advised to go to the hospital and call back to report the incident.